Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 4/3/97. On 4/8/97 after iabp for five days, the iab ruptured and the iab was removed. A second was inserted into the pt. Event complications: unk - rpt'd 4/17/97; none - rpt'd 5/8/97. Pt current status: o.k. - rpt'd 5/8/97.